Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that they had a time clock anomaly on the insulin pump. The customer stated the clock on the insulin pump would gain time. It was currently ahead by 6 minutes. The customer stated the time gained was greater than 1 minute per week and 4 minutes per month. The customer¿s blood glucose level was unknown. The customer was advised to discontinue use of the device and revert to a back-up plan. The insulin pump was returned for analysis.

Manufacturer narrative:
Findings: pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Unit received with minor scratched lcd window, cracked keypad at select button, keypad overlay texture damage and cracked retainer. Unit was set to proper time and date and monitored unit. Unit was monitored for over a week. No time change noted during testing. Unit functioning properly. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.